Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, unexpected restart error test, self test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was downloaded to care link pro properly and all bolus delivered were found at the care link report. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their doctor told them the insulin pump was not working properly. The customer had been experiencing unexplained high blood glucose. The customer¿s blood glucose would range within 200 mg/dl to over 400 mg/dl. The customer would treat with the insulin pump, manual injection, and a lot of water. The device will be replaced and returned for analysis.